Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn. The product is just beginning the evaluation process. Additional info from the user facility report: brand name: one third tubular locking plate. Common device name: orthopedic plate & screws. MFR name, city and state: synthes, west chester, pa. Device available for evaluation: yes, 11/17/2011. Initial report also sent report to FDA: no.

Event description:
(B)(4) received will be included with report. This is two of four reports for this event. Pt had developed ulnar neuritis with some bursitis secondary to deep implant of left distal ulna. The orthopedic surgeon recommended removal of the implant. The plate & screws were removed without difficulty. The pt tolerated the general anesthesia well.